Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6); implanted: (B)(6) 2021; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the leak would be fixed on (B)(6).

Event description:
Additional information was received from a consumer and a healthcare provider (hcp) via a company representative who reported that the spinal portion of the catheter was removed from the intrathecal space during the previous procedure and it was tucked away within the spinal incision. A blood patch was done, and the pump was set very low. The patient was not consented for a catheter revision at that time. The plan was to come back at a later date to revise the catheter once the patient¿s post puncture headache resolved following the blood patch. On (B)(6) 2021, the patient was returned to the or (operating room) to revise the spinal portion of the catheter. A revision kit was used. It was noted that there was then good return of csf (cerebrospinal fluid) and the catheter was cleared. Once the patient was in the post-op recovery area, she complained of a bad headache. It was noted that the hcp did not perform another blood patch during this catheter revision procedure. The hcp was made aware of the patient¿s post-op headache and ordered an abdominal binder, increased IV (intravenous) fluids, and caffeinated beverages. The hcp also decreased the rate from the p revious dose to minimum rate. There were no noted environmental, external, or patient factors that may have led or contributed to the issue. On the morning of (B)(6) 2021, the patient¿s headache was getting better and the hcp¿s office was contacting a home health agency to refill the patient¿s pump with medication. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) product type catheter product 8780 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving duramorph/morphine via an implanted pump. The indication for pump use was non-malignant pain. It was reported that following the implant they had to do a blood patch due to a csf (cerebrospinal fluid) leak. As of (B)(6) 2021, the patient was having no therapy issues, no csf leaks, and was doing well.